Event description:
It was reported that the cable is cut. There was no harm for the patient, operator or third party reported. Also there was no case involvement reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Shp cable) the evaluation confirmed the reported event, "the cable is cut.", and attributed it to use error.